Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not recognize the therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker found the issue during repair of the device. The device was sent to the depot for further testing, and the depot technician found the small header pin was improperly installed. The pin was re-installed to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue was determined to be an improperly installed header pin.